Manufacturer narrative:
New information from (B)(6) 2015 stated that the cause of the death was uncontrollable vf with electromechanical decoupling. The physician does not exclude that the death is device related. There was no autopsy performed and the device and leads remained in the patient.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was found unconscious and transferred to the hospital where low electrolyte values and acute renal failure was diagnosed. Ongoing tachycardia was seen on ECG. The patient was shocked by an external defibrillator several times but reanimation was not successful. According to the information provided from the field, no shocks were delivered by the ICD and no tachycardia was recorded. Last recorded measurements for sensing, threshold and lead impedance values, as well as capacitor charge time, were in range. The patient passed away. The device and lead will not be returned.